Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was excess fluid on the top of the sample tubes on the unicel dxh 800 coulter cellular analysis system. The customer flushed the probe waste chamber, which then also caused excessive fluid to come out of the probe. The volume of the leak was less than 100 ml and it was contained inside the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face shield. There was no exposure to open skin or mucous membranes. Medical attention was not sought. No patient sample results were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2012 and discovered that the probe housing was leaking and replaced the vl341, which is part of a 3-way solenoid valve that controls the probe waste vacuum and pressure and outputs the pathway to the probe waste chamber (vc340). Operations of other associated valves were also checked by the fse. Service resolved the issue. Failure mode - the cause of the leak is failure of vl341. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).